Event description:
Complaint description: the hosp nurse reported that a pt was undergoing a procedure for suspicion of a possible bleeding ulcer. The pt had bleeding at the site and the dr attempted to inject epinephrine. When the dr attempted to flush the site to clear the lens, the air/water valve stuck in the "down" position. This caused the lens to become clouded with water. The pt then develped an arterial bleed. The dr used a heater probe to flush the blood from the area since he was having difficulty viewing the site. According to the nurse, the dr injected epinephrine peripherally around the site a couple of times to stop the bleeding. Due to the fact that the dr could not see, he could not use the heater probe for cauterization. The pt "coded" during the procedure, was transfused with approx five pints of blood and was transported to surgery. The hosp nurse informed the olympus sales rep that the pt is stable and is recuperating.